Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided. Additional investigation cannot be completed as the complaint device cannot be determined. Lucira health will continue to monitor trends related to false positive results. A root cause cannot be determined at this time, as investigation cannot be completed.

Event description:
One device was reported as having a false positive result. Complainant performed additional testing using a lucira health device resulting in a negative result. The complaint device was returned by the complainant in mixed packaging containing, additional non-related complaint devices. The complaint device related to this MDR cannot be determined.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Event description:
The complaint alleges a (B)(6) result occurred.